Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty charging their implant. They had trouble ever since they had it implanted. They received a replacement antenna which worked for about a week but they were unable to get the boxes shaded. Patient services tried walking the caller through antenna locate but the caller was very hard of hearing and so they were unable to troubleshoot. The patient was redirected to their healthcare provider's office to troubleshoot in person. No further complications reported.